Event description:
It was reported that the patient presented in clinic for initial right ventricular (rv) lead implant procedure. During procedure, the rv lead fractured. The rv lead was not implanted, and another was implanted on (B)(6) 2025. The patient had no consequences.